Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another uromax ultra dilation balloon catheter. There were no patient complications reported as a result of this event.